Event description:
Litigation alleges that the patient experienced occasional grinding, popping and clicking and suffered increased hip pain, including a constant dull ache, grinding when bending down or standing from a sitting position, elevated levels of chromium and cobalt, during revision surgery the synovium was noticed to be extensive and had a grayish coloration. Update litigation alleged the patient suffered pain, metallosis, difficulty ambulating, muscle loss, tissue destruction and other injuries related to excessive levels of chromium and cobalt in the patients blood as a result of the implanted asr hip.

Event description:
Litigation alleges that the patient experienced occasional grinding, popping and clicking and suffered increased hip pain, including a constant dull ache, grinding when bending down or standing from a sitting position, elevated levels of chromium and cobalt, during revision surgery the synovium was noticed to be extensive and had a grayish coloration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).